Event description:
It is reported that the pt is experiencing pain and has only 90 degrees of flexion.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. No device or photos were received; therefore the condition of the components is unk. The device history records could not be reviewed as the part and lot numbers are unk. This device is used for treatment. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided.